Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 500 mg/dl. The customer did not experienced symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not ok for troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer had blank display. Customer stated had alarm and it shut down. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 customer reports blank display and battery power loss alarm. No blank display noted. Pump passed the self test, high sleep current measurement and displacement test. However, insulin pump failed active current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. However, found in the pump history multiple off no power alarm on (B)(6) 2022 02:43:, (B)(6) 2022 02:53:00 due to esd latch-up on an ic (excess load is placed on the vcc rail). Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Unit had scratched case. Unit p-cap / test reservoir lock in place properly. Blank display not confirmed. Pump failed active current measurement with unexpected off no power alarms in the pump history due to esd latch-up on an ic (excess load is placed on the vcc rail). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.